Event description:
Two doctors were attempting to treat proximal "rca cto", the front runner advanced thru the proximal cap beyond the distal cap very nicely, the doctor continued to advance the frontrunner device distal to the cto in a subintimal plane and advanced the frontrunner 40mm distal to the cto (past the cto). The perforation occurred distal to the cto. A wire and a balloon was inserted and sealed off the perforation. No drainage was required.